Event description:
During revascularization with angioplasty of tibial veins. After angioplasty of peroneal and posterior tibial artery wire was paved into ant. Tibial artery using quick cross catheter. It was noted by m.d. That wire tip detached from rest of wire. Tip was retrieved successfully, no harm to patient.